Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that the needle separated from the device handle during use, requiring manual removal by the clinician. Upon retrieval, the needle was found to have exposed sharps. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the needle disconnecting from the device housing is confirmed and was determined to be related to the manufacture of the device. One 18 ga powerglide pro was returned for evaluation. An initial visual observation of the returned photograph showed use residues throughout the device. It was observed that the needle was completely detached from the housing of the powerglide pro in the returned photograph. The green plastic at the proximal end of the powerglide pro was left inside the housing in the returned photograph. The safety mechanism was completely advanced over the needle tip in the returned photograph. Microscopic inspection of the returned powerglide pro needle revealed inadequate adhesive coverage on the proximal end of the needle shaft, causing the device to disconnect from the green hub inside the device housing. This failure was determined to be caused during the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.